Event description:
A report was received that the patient was having difficulty charging the battery as the ipg had flipped. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the battery as the ipg had flipped. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.